Event description:
It was reported that whilst in surgery, the tip of a colorado needle has broken off. The tip could not be found and the patient required an x-ray to see if it had fallen in the wound. The x-ray was inconclusive and they are still unaware of where the tip of the needle is. This resulted in a delay to surgery.

Manufacturer narrative:
The visual investigation of the picture provided confirmed that the tip of the needle is missing/broken off. Because the complained device was not returned it was not possible to perform further investigations. The review of the related manufacturing (by the supplier) and inspection documents (by (B)(4)) showed that the lot was manufactured according to the specification. The supplier team has completed a thorough investigation of all the associated processing steps and the related materials (inputs and outputs). Based on the available information, the root cause for the reported event could not be determined. As per statistical evaluation there were no indications for any systematic, design, material or manufacturing related issue.

Event description:
It was reported that whilst in surgery, the tip of a colorado needle has broken off. The tip could not be found and the patient required an x-ray to see if it had fallen in the wound. The x-ray was inconclusive and they are still unaware of where the tip of the needle is. This resulted in a delay to surgery.

Manufacturer narrative:
Device not available for evaluation. If additional information is received it will be reported on a supplemental report.